Manufacturer narrative:
Additional information has been received regarding the lot number. The additional information has been updated in section d4 (lot number b8754wwsj submited in the initial report has been updated to blank). The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Delivery anomaly-possible over delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 09-jan-2025 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 09-jan-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible over-delivery anomaly and no delivery alarm. The customer reported a blood glucose value of 160 mg/dl. The customer reported hypoglycemia, treated with ems/ambulance/ER visit, and glucose/carb intake. The event involved product(s) mmt-754wws. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will not continue to use the device. Mmt-754wws was requested and the customer response was the device will be returned.